Event description:
Sleep weaver all cloth nasal CPAP mask mfg by circadiance llc. This mask is not a CPAP mask, a CPAP mask is a class ii device that must meet performance standards. This mask is made of cloth. There is no seal to accommodate the high pressures of a CPAP. This company is currently seeking 510k from FDA. Diagnosis or reason for use: obstructive sleep apnea.